Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing low blood glucose since december. The caller stated that he was hospitalized with low blood glucose, and his blood glucose reading was 28mg/dl when the paramedics checked him. The customer started feeling dizzy and was getting headaches. The customer mentioned that the insulin pump was beeping and alarming. Troubleshooting was performed, and no damage to the drive support cap noted. During the call, the customer also mentioned being hospitalized with high blood glucose of 500's mg/dl. No further information was provided.